Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24nov2020.

Event description:
The manufacture's international field service engineer (fse) reported a low tidal volume on a ventilator. The malfunction was discovered during testing. The reported malfunction was confirmed and duplicated by the fse. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy. The manufactures' international field service engineer (fse) replaced the gas delivery system (gds) assembly. The reported issue was reported by the fse to have been repaired. No other anomalies were reported.